Manufacturer narrative:
Device evaluated by manufacturer: report of central regurgitation was visually confirmed due to observed gap in central coaptation region. X-ray demonstrated wireform intact and commissure 2 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 3mm near commissure 1, and leaflets 1 and 2 by 4mm near commissure. Leaflet 2 was folded towards the outflow aspect due to host tissue overgrowth, and created a gap in the central coaptation region. Host tissue restricted leaflet mobility and led to stenosis. Subvalvular apparatus (chordae) was observed on commissure. The sewing ring was cut a several locations around the valve. The wireform was exposed on the inflow aspect near leaflet. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
No information was provided to edwards lifesciences indicating the device caused or contributed to the patient's expiration.

Event description:
Edwards received additional information that the 29mm bioprosthetic mitral heart valve explanted due to severe central regurgitation. As reported, the valve was intact with no pvl nor abscess and healthy host tissue. Leak predominantly through one of the stents towards 2 o'clock position. As per surgeon´s opinion, oversizing or chordal entangling in one of the stent posts could contribute to this early mitral explant. A 27mm pericardial bioprosthesis was used in replacement and it was learned the patient expired on post-operative day #4, reasons unknown.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) could not be reviewed as the serial number is unknown. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information regarding a 29mm mitral valve explanted after one year, two months, due to severe regurgitation. As per medical documents provided, indication for patient mitral valve replacement was sclerotic native mitral valve with severe regurgitation presenting class iii dyspnea. Echo performed nine months after implant showed moderate mitral central leak (gradients 10/5 mmhg) that became severe three months later. Echo showed no evidence for clot/vegetation/effusion. Redo mitral valve replacement was performed successfully. As per op report, the left sided leaflet was normal but the other two leaflets were retracted. Mild chordal tethering to right sided stent post was found. Mitral prosthesis was explanted and replaced successfully by a 27mm mitral valve. In the same surgery tricuspid valve annuloplasty was performed with devega´s technique. No complications were reported.